Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 46 mg/dl, and the customer stated that this may have been caused by changing the basal rates in order to get her blood glucose levels under control. She reported that the low blood glucose reading may have also been caused by bolusing too much for the food which she did not eat fully. Troubleshoot for the low blood glucose event was declined because the customer stated that she did not feel like this was an issue with the insulin pump. She advised that she would treat by eating and would call back to troubleshoot for carelink. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.